Event description:
It was reported that during the implant procedure, the right ventricular lead could not be fixed due to its helix problem. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.